Event description:
It was reported that the pump exhibited an unspecified alarm with a white, blank screen. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date.device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken on the plunger cases, the battery was missing, the right and top cases were cracked and there was visible contamination on the plunger cases. Functional testing duplicated the reported issue on power-up. The investigation determined that an incomplete software upload from base to head by the customer was the cause of the reported issue. The software was reloaded to correct the issue. Repairs were also performed on the pump with it then passing all functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.